Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number:2000010092. Model/catalog description: linear st lead kit 50 cm, unique identifier: (B)(4),

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a revision procedure wherein one lead was replaced, and a new battery was implanted. The patient was doing well post operatively. The explanted device components were not returned.